Manufacturer narrative:
Unknown taper. The product associated with this report has been returned, device evaluation is in progress. Device evaluation may confirm taper type. Device labeling addresses the possible outcome of leak as follows: "unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing."

Event description:
Reported as "health professional stated patient was complaining of no restriction of lap-band. Physician checked the port access with needle, slow loss of fluid noticed. Exploration of port is scheduled, possible laparoscopy with possible band exchange" further clarification found the band was explanted and replaced. Reporter stated there were no other outcomes or observations noted as a result of the port exploration and band replacement.

Manufacturer narrative:
Taper ii. The device was returned to apollo, and visual examination confirmed the connecter type associated with this complaint is a taper ii. Device evaluation summary: the device was returned for analysis, and visual inspection noted scratches on the access port near a base suture hole. Analysis of the access port found the scratches did not appear to have caused integrity damage to the port. A fill test of the port found no traces of blockage. Analysis of the device noted a separation between the end plug and shell. The device was tested for leakage, and bubbles were observed coming from the end plug/shell junction site. Analysis of the opening on the shell found there was an adhesive issue noted as adhesive failure.